Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection in the response button cable. The monitor failed a pulse test. The cause for the pulse test failure was isolated to electrical damage to low-voltage components on the monitor computer/analog pca and defibrillator pca. High voltage traveled to low voltage circuitry. The root cause for the damaged response button cable could not be positively identified. The root cause for the high voltage traveling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not working.